Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred while the pump was charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.